Event description:
It was reported, pt had a gmrs distal femur implanted 4 years ago. He is now infected. The items were replaced as a routine procedure. No implant failure.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: mrhk femoral bushing, cat # 6481-2-110, lot #lau168; description: mrhk femoral bushing, cat # 6481-2-110, lot # lau369; description: mrhk bumper insert - neutral, cat # 6481-2-130, lot #lat795. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.